Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-3138-25 serial # - (B)(4) description - phase iii lead extension - 25 cm.

Event description:
A report was received that the patient's ipg was causing pocket tenderness due to the patient being thin and small framed. The ipg along with the extensions were moved from the back to the stomach area. Nothing was implanted or explanted and the patient was getting good stimulation and was doing well.